Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a follow-up appointment, in situ testing was performed where affected channels were observed. The recipient will be monitored, re-implantation might be considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic. The device remains implanted and in use.

Event description:
During a follow-up appointment, in situ testing was performed where affected channels were observed. The recipient will be monitored, re-implantation might be considered in the future.